Manufacturer narrative:
This report is a follow-up report to medwatch report mw5080079. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specifications and procedures. As such, this complaint will be closed. Manufacturer's reference number: (B)(4).

Event description:
On 09/10/2018 an unknown healthcare professional submitted a report to the FDA (mw5080079) regarding an adverse event that occurred post-surgery. The hcp reported lab tests and cultures were negative. Proximate concepts performed a manufacturing record evaluation (mre), which concluded that all inplant funnel's in lot 042018 were manufactured in accordance with documented specifications and procedures. As a result of proximate concepts' investigation, the cause of the adverse event cannot be traced back to the inplant funnel. As such, this complaint will be closed. Manufacturer's reference number: (B)(4).